Event description:
During the procedure, the surgeon began using the first harmonic laparoscopic shears. While in use, the device broke into multiple pieces. All pieces were accounted for per surgeon. Device was removed from field and a second harmonic shear was introduced. The surgeon began using instrument, but it then stated "reactivate" and stopped working. This device was also removed from the field. The procedure was successfully completed with a third harmonic and no harm came to the patient. Per site reporter, the manufacturer is sending a bio kit and the two harmonic ace will be returned for failure analysis.